Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the insulation of all wires that would have contributed to the low speed operation and pump stoppages captured within the submitted log files. (B)(6) was returned with the driveline cut approximately 11 inches from the pump housing. The severed portion, measuring approximately 28 inches, was returned, and included a replacement section that was installed on (B)(6) 2020. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outlet elbow was returned attached to the pump. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of all six wires on the distal driveline segment, approximately 25 inches from the controller connector. The observed wire damage appeared to be the result of repetitive flexing. For all segments of returned driveline, the remaining wires were submerged in a saline bath solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional insulation breaches. If the exposed conductors of the any wire contacted the metal braided shield while the patient was operating on a grounded power source, a short to shield would have resulted. If the exposed conductors of wires of different phases made contact with each other, or simultaneous contact with the metal braided shield, while the patient was operating on 14v batteries, a phase to phase short would have resulted, causing the low speed operation and pump stoppages observed within the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous driveline repair was reported in MFR report # 2916596-2020-06323. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 2 pump stops while on their batteries. The patient was on an ungrounded cable at home. Technical services captured the pump stops on (B)(6) 2021 while the patient was on battery power. They noted that it appeared the short-to-shield had matured into a phase-to-phase short. They also stated that there were no significant changes in the log file driveline data, but it did appear that insulation from another conductor in a different phase had become compromised allowing the phase-to-phase to occur. The patient had already had a driveline repair in the past, so another driveline repair would not be possible. It was communicated on (B)(6) 2021 that the patient was scheduled for a heartmate ii to heartmate ii pump exchange on (B)(6) 2021. It was communicated on 28sep2021 that the patient had a successful pump exchange on (B)(6) 2021 and the event resolved. The patient was stable and the pump returned for evaluation.